Manufacturer narrative:
(B)(4). Received additional information stating that customer confirmed that no fragments fell inside the patient and there was no medication placed in the catheter. (B)(4).

Event description:
It was reported that a cragg-mcnamara valved infusion catheter was separated into two at the distal part at the valved tip. Another device was used to complete the procedure successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).